Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced increased bleeding, infection, and vaginal erosion. The device was removed. The device was not returned for eval.

Event description:
Pt experienced urethral erosion.